Manufacturer narrative:
Device not returned.

Event description:
Int'l. (B)(6) complaint received reporting leakage issues with unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports the event as follows". After the run, when take-off was occurring, nurse noted blood had seeped between the silicone outer boot of the tego and the hard inner housing and was impossible to wipe away." The tego connectors were removed, replaced and reportedly discarded. There were no reported patient injuries, change in baseline condition and or adverse outcomes.